Event description:
It was reported that the patient underwent a posterior spinal fixation surgery. During the surgery, the set screw would not thread properly into the bone screw because of thread damage. Another set screw was used without fault. No patient complications were reported.

Manufacturer narrative:
(B)(4): the set screw was returned for evaluation. The thread crest is damaged; this damage appears to have initiated at the start of the thread, and is continuous around the thread, consistent with cross-threading. A review of the device history records did not identify any applicable nonconformance to specification.